Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient's right ventricular (rv) lead exhibited unspecified impedance issue. The lead was capped and replaced on (B)(6) 2024. Patient status was not provided.

Event description:
New information received indicates that the rv lead exhibited low pacing impedance measurement. The patient was stable throughout the procedure.